Event description:
It was reported that the patient experienced hyperglycemia with a fingerstick blood glucose reading of 479 mg/dl after reconnecting to the ilet system following several days of therapy interruption due to lack of a functioning continuous glucose monitor and failure to initiate backup insulin therapy. No symptoms were reported. The patient contacted support for assistance with reconnecting the sensor and resuming therapy, after which insulin delivery was restored and blood glucose returned to range. Investigation included review of user-reported information, which identified that the patient had been off therapy without alternative insulin management prior to the event. It was concluded that the event was caused by user-related factors associated with interruption of therapy and failure to initiate backup therapy, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.